Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the returned external portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 27jul2019. The approximately 20" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed a breach in the insulation of the black wire, approximately 0.75¿ from the metal connector. The conductors of the black wire were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Further visual inspection of the wires did not reveal any additional breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The insulation breach in the black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The resulting shorts to ground would have caused the reported pump stop events and associated low speed/flow alarms, as seen in the submitted log file data. The patient remains ongoing on vad-6160 and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had intermittent alarms with changes in position but was unaware of what alarms they were. Log file analysis observed low speed advisories and pump stops starting on 10jul2019 through 25jul2019. These alarms occurred while connected to a power module only. Percutaneous lead repair was performed (reported (B)(6) 2019). No additional information was provided.